Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon on the second day of use.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon on the second day of use.

Manufacturer narrative:
The reported issue in this customer complaint "it was reported that the catheter fell out of the patient due to a deflated balloon on the second day of use" was confirmed. Visual evaluation observed no obvious defects on the returned catheter. The returned catheter was used. During functional evaluation, the catheter was tested using 10cc of air and injected in the catheter's inflation valve and observed no problems to inflate the balloon, however the catheter was deflated on its own. After this testing, the catheter was challenged by injecting blue methylene with tap water to the catheter balloon and observed a leakage emanating from a pinhole in the balloon. Dimensional evaluation revealed that the catheter was manufactured according to specifications, the active length is to be 0.6¿ to 0.9" and obtained 0.7075" - 0.7205" as actual readings on the returned device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." 1149: "l" 2199: "nl"